Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of s-ICD data indicated oversensing of myopotential noise contributing to the delivery of inappropriate therapy. This shock occurred while the patient was participating in sport-related activities. Troubleshooting options were provided to the field and surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This s-ICD system is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of s-ICD data indicated oversensing of myopotential noise contributing to the delivery of inappropriate therapy. This shock occurred while the patient was participating in sport-related activities. Troubleshooting options were provided to the field and surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.